Event description:
Customer reported device = g/dl before lunch on one hand and 114 mg/dl on the other hand. Customer took 10 units of insulin. Customer stated testing on both hands because customer thought the device was inaccurate and basis their insulin dosage on the highest value. Customer later passed out. Customer was taken to the hospital. Hospital device = 64 mg/dl. Customer was given an IV. No controls were used. A request was made for return product and replacement product was sent.